Event description:
Caller from account reported two separate incidents with the unit. A free flow on one station occurred one day and an overfill from one station occurred the next day. In the first incident 10ml of solution entered the final container before the unt was programmed while it was sitting idle. In the second incident, the volume delivered display on station 8 read 11.01 when it was programmed to deliver 1.01ml. The user was advised not to use the unit, which was swapped out. No pt involvement. 8/12/96.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received with user transfer set. The unit initially went into p-28 device alarm during stabilization. Replaced the damaged transfer set and the unit passed all accuracy tests. Unit failed chamber guard switch test. The complaint of overdelivery and free flow could not be duplicated.